Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 30 to 40 (mg/dl). Juice was consumed to treat the bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.